Event description:
In the operating room, a patient was undergoing a robotically assisted left lower lobectomy and lymphnode resection. The da vinci maryland forceps were in use when the or staff reported that they saw smoke and smelled a plastic or metal odor. They also reported seeing an energy spark coming from the device. This device was removed immediately and replaced with a new one. There was no harm to the patient.